Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. No definitive root cause was found through review of the dlog and associated aim images for the reported low yield of cmnc procedure summarized above. Through aim image review some clumping was identified at the channel connector throughout the procedure. The occurrence of clumping in this procedure is also supported by the spiking behavior in the signals from the rbc detector. Clumping interferes with proper separation in the connector and can lead to reduced collection efficiency and a high product hematocrit, as the target cells are not available on the interface for collection. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and the collect port. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet:ac ratio to 8. The inlet:ac ratio for the procedure analyzed was raised up to 18 on 2 separate occasions. Maintaining an inlet:ac ratio closer to the default value of 12 may have reduced the possibilities of clumping developing in the cell interface. In addition, the operator correctly attempted to lower the collection preference to target deeper in the buffy coat and darken the collect line. Rbc detector signals suggest the system was collecting from the correct spot of the cell interface however clumping may have been present throughout. Analysis of this procedure showed a net weighted average of the target collection preference used of 35.8 overall. It is recommended that the operator lowers the collection preference terumobct.com further and earlier in the procedure for an increased cell content in collection. Decreasing the cp further and earlier on in the procedure may have increased the overall yield of target cells as, generally, a low cp means a higher concentration of cells. It is also important to note though that as target cells are being depleted, the concentration of rbcs will increase. Therefore, the cp may need to be increased as the procedure progresses to avoid depletion of rbcs and continue to collect the targeted cell population. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that on a continuous mononuclear cell (cmnc) collection on a multiple myeloma (mm) patient they did not get what they expected to collect and had an unsteady interface. The customer was expecting to collect 5 million and only collected 0.81 million. It was reported that the patient received platelet transfusion after procedure due to the patient's platelet count dropping from 49x10^3/ul pre-procedure to 23x10^3/ul post procedure. Per the customer, they normally do not provide platelet transfusion for a count of 20x10^3/ul or above, however, in this case due to the drastic drop in platelets and the patient working in construction, the transfusion was given in caution. Per standard procedure, the site uses calcium gluconate 1gr/hr prior and the patient was given 4 tums before starting collection. Patient is in stable condition. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that on a continuous mononuclear cell (cmnc) collection on a multiple myeloma (mm) patient they did not get what they expected to collect and had an unsteady interface. The customer was expecting to collect 5 million and only collected 0.81 million. It was reported that the patient received platelet transfusion after procedure due to the patient's platelet count dropping from 49x10^3/ul pre-procedure to 23x10^3/ul post procedure. Per the customer, they normally do not provide platelet transfusion for a count of 20x10^3/ul or above, however, in this case due to the drastic drop in platelets and the patient working in construction, the transfusion was given in caution. Per standard procedure, the site uses calcium gluconate 1gr/hr prior and the patient was given 4 tums before starting collection. Patient is in stable condition. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. No definitive root cause was found through review of the dlog and associated aim images for the reported low yield of cmnc procedure summarized above. Through aim image review some clumping was identified at the channel connector throughout the procedure. The occurrence of clumping in this procedure is also supported by the spiking behavior in the signals from the rbc detector. Clumping interferes with proper separation in the connector and can lead to reduced collection efficiency and a high product hematocrit, as the target cells are not available on the interface for collection. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and the collect port. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet:ac ratio to 8. The inlet:ac ratio for the procedure analyzed was raised up to 18 on 2 separate occasions. Maintaining an inlet:ac ratio closer to the default value of 12 may have reduced the possibilities of clumping developing in the cell interface. In addition, the operator correctly attempted to lower the collection preference to target deeper in the buffy coat and darken the collect line. Rbc detector signals suggest the system was collecting from the correct spot of the cell interface however clumping may have been present throughout. Analysis of this procedure showed a net weighted average of the target collection preference used of 35.8 overall. It is recommended that the operator lowers the collection preference terumobct.com further and earlier in the procedure for an increased cell content in collection. Decreasing the cp further and earlier on in the procedure may have increased the overall yield of target cells as, generally, a low cp means a higher concentration of cells. It is also important to note though that as target cells are being depleted, the concentration of rbcs will increase. Therefore, the cp may need to be increased as the procedure progresses to avoid depletion of rbcs and continue to collect the targeted cell population. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, with current centrifugal technology, reductions in platelet count are usually modest, and levels quickly return to baseline. In a severely thrombocytopenic patient, however, such a loss may mask the beginning of platelet recovery. Similarly, the small amount of red cells lost in the apheresis circuit may be more apparent in an anemic patient who has meager production capacity and who is receiving multiple procedures. Although generally well tolerated, the large-volume leukocytapheresis for stem cell collections in patients often results in a decline in hematocrit and platelet count, particularly because some red cells and platelets are incidentally removed with the stem cells. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that on a continuous mononuclear cell (cmnc) collection on a multiple myeloma (mm) patient they did not get what they expected to collect and had an unsteady interface. The customer was expecting to collect 5 million and only collected 0.81 million. It was reported that the patient received platelet transfusion after procedure due to the patient's platelet count dropping from 49x10^3/ul pre-procedure to 23x10^3/ul post procedure. Per the customer, they normally do not provide platelet transfusion for a count of 20x10^3/ul or above, however, in this case due to the drastic drop in platelets and the patient working in construction, the transfusion was given in caution. Per standard procedure, the site uses calcium gluconate 1gr/hr prior and the patient was given 4 tums before starting collection. Patient is in stable condition. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10. Corrected information is provided in h.10. Investigation: the run data file (rdf) was analyzed for this event. No definitive root cause was found through review of the dlog and associated aim images for the reported low yield of cmnc procedure summarized above. Through aim image review some clumping was identified at the channel connector throughout the procedure. The occurrence of clumping in this procedure is also supported by the spiking behavior in the signals from the rbc detector. Clumping interferes with proper separation in the connector and can lead to reduced collection efficiency and a high product hematocrit, as the target cells are not available on the interface for collection. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector and the collect port. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet:ac ratio to 8. The inlet:ac ratio for the procedure analyzed was raised up to 18 on 2 separate occasions. Maintaining an inlet:ac ratio closer to the default value of 12 may have reduced the possibilities of clumping developing in the cell interface. In addition, the operator correctly attempted to lower the collection preference to target deeper in the buffy coat and darken the collect line. Rbc detector signals suggest the system was collecting from the correct spot of the cell interface however clumping may have been present throughout. Analysis of this procedure showed a net weighted average of the target collection preference used of 35.8 overall. It is recommended that the operator lowers the collection preference terumobct.com further and earlier in the procedure for an increased cell content in collection. Decreasing the cp further and earlier on in the procedure may have increased the overall yield of target cells as, generally, a low cp means a higher concentration of cells. It is also important to note though that as target cells are being depleted, the concentration of rbcs will increase. Therefore, the cp may need to be increased as the procedure progresses to avoid depletion of rbcs and continue to collect the targeted cell population. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer provided patient information pre and post donation along with cbc data for day 1 and 2 of the cmnc collections. The data confirmed a drop in platelet count of over 200 prior to the collection to 49 after the procedure on day 1 and 23 after day 2 as well as low stem collection counts. The calculated stem cell dose added together failed to meet the minimum of 2e6/kg for a successful transplant. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the platelet drop that resulted in a platelet transfusion could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state and blood physiology influenced the collected product * running a lengthy procedure * clumping in the extracorporeal system cause for the low collection efficiency could not be determined but may be related to: *patient's blood physiology interferes with separation of cellular components and chamber triggering (i.e. Abnormal rbcs, hyperviscous plasma) *poor mobilization of target cells due to patient's physiology and mobilization regimen *incorrect setting of collection preference *platelet clumping which can interfere with proper separation of cells in the connector and/or chamber and can also cause system to repeatedly re-establish the interface *calculation of collection efficiency is based on the initial target cell concentration (ce2) instead of the average of the initial and final cell concentrations (ce1) to account for the decrease in target cells over the course of the procedure *improper temperature during product transportation or storage *improper sampling technique *cell counter out of calibration *incorrect calculation of manual volume. Factors that impact the calculated volume for the yield equation include improper tare weight, scale out of calibration, and/or neglect of division by the correct specific gravity (weight to volume conversion).

Event description:
The customer reported that on a continuous mononuclear cell (cmnc) collection on a multiple myeloma (mm) patient they did not get what they expected to collect and had an unsteady interface. The customer was expecting to collect 5 million and only collected 0.81 million. It was reported that the patient received platelet transfusion after procedure due to the patient's platelet count dropping from 49x10^3/ul pre-procedure to 23x10^3/ul post procedure. Per the customer, they normally do not provide platelet transfusion for a count of 20x10^3/ul or above, however, in this case due to the drastic drop in platelets and the patient working in construction, the transfusion was given in caution. Per standard procedure, the site uses calcium gluconate 1gr/hr prior and the patient was given 4 tums before starting collection. Patient is in stable condition. The collection set is not available for return because it was discarded by the customer.